Event description:
It was reported that a spectrum pump alarmed upstream occlusion when no occlusion was found during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not reproduced an upstream occlusion. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification ultrasonic sensor readings. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.